Event description:
Pt placed in lift correctly. As the pt was being transferred from the bed to the chair the lift gave away and the pt fell to the floor. Lift pad was still correctly attached and pt positioned on pad correctly. Blood coming from small laceration on the back of pt's head. Direct pressure applied. 911 called. Pt transported to hosp.